Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaks insulin and has elevated blood glucose levels. The customer's blood glucose reading was 356 mg/dl at the time of incident. Troubleshooting was declined by customer.